Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a certas valve was implanted due to non-communicating hydrocephalus via ventricular peritoneal (vp) shunt on (B)(6) 2024, with unknown setting. The pressure setting was changed unintentionally; it was supposed to be set at 4 though, it was changed to 1, resulting in an overdrainage. The setting was reset at 4. The doctor is assuming that an electric convulsive therapy to treat the patient¿s mental illness could be the cause. The patient's condition improved by adjusting the pressure setting, therefore, the valve remains implanted. According to the information provided, it is unknown if it pressure was checked using valve programming tools or an x-ray. It is unknown if the patient was exposed to a significant acceleration or deceleration such as a car accident or fall. It is also unknown if the patient experienced any signs and symptoms due to unexpected setting changed.